Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), manufacturing date: 24 june 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery name: orif, pfna ii was done on a guide the flexible cannulated drill bit 16.5 mm through the protection sleeve 20.0/17.0, over the 3.2 mm guide wire and drill with the power tool the cavity for the proximal part of the pfna-ii nail. The end of the drill bit shaft indicates the stop, but, when they removed the drill bit, the shaft of drill was broken, however, they had already completed this step of the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A manufacturing investigation was performed for the subject device (drill bit ø16.5 cann flex f/pfna-ii, part number 03.023.010, lot number 8465818). The received subject device was received in a worn condition and shows marks of forcible or frequent use. The measurable dimensions of the broken drill bit shaft have been as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers of the broken shaft showed no deviations regarding material analysis, strength and structural stability. As previously reported the device history record review of the subject device lot showed that the device met the specifications at the time of manufacture and distribution. In conclusion the flexible shaft is partially broken at its first movable link close to the cutting head. The two portions are not completely separated. The device shows marks and striations of often and forcible use especially in the broken area. The cutting head has damaged and worn out blades. The main diameter of the cutting head obviously came in contact with other metals. It is likely that the device was broken due to a mechanical overloading situation. The complaint condition was confirmed. The investigation did not reveal any manufacturing-related issues which would have contributed to the complained event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.